Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has been returned to the manufacturer. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Device was returned to product investigation laboratory and they observed the following sound abatement degraded foam indications. Product investigation laboratory initiated therapy with the device and verified airflow. Product investigation laboratory observed the following from an external and internal inspection and found dust-like contamination on the inside and outside of air outlet port, in modem accessory access area. Unknown grey residue on the inside of ui panel and bottom of enclosure. Black dust-like particles on bottom of enclosure, inconsistent with degraded sound abatement foam. Potential water/liquid stains in the bottom of the blower box and on blower, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, black and white dust-like contamination in the air inlet, inconsistent with degraded sound abatement foam. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. 0 errors were logged. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In this report, in box h problem code, method code, results code and conclusion code has been updated/corrected.